Event description:
Surgeon was using the suture needle and the tip of the needle broke off in the shoulder. Surgeon states the tip was about 3mm in length, once it left the visual field he was unable to find the tip.